Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Per the instructions for use (IFU), vascular dissection and death are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event remains indeterminable but was likely due to patient and procedure related factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from our affiliate in the (B)(6). As reported, a patient underwent implant of a 26mm sapien 3 ultra valve, in the aortic position by right transfemoral approach. Post tavr, the patient complained of chest pain and after completing a second aortogram, a type a dissection was found. Most likely, the aortic dissection occurred while crossing the native valve. However, it was only noticed during vessel closure. No difficulties found while advancing the device to the target position. As an action, it was decided to repair the dissection surgically, but patient's pressure dropped, resulting in death.